Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: answers to pcf (provided by the distributor by email): - what is "the little chief side"? The shortest side of the strand when the knot is made. - how many devices demonstrated the alleged deficiency? - what is the procedure date? => the user cannot provide the date of the impacted procedures and the exact number of impacted surgeries.

Event description:
It was reported an animal underwent a cat ovariectomy veterinary procedure in 2024 and suture was used. During the procedure, when the veterinarian performs the ovarian ligatures, while tightening the last knot, without exerting excessive tension, the thread broken on the little chief side. The surgeries were performed using the potentially defective threads without any impact on the animals. There were no adverse consequences reported. Additional information was requested.